Event description:
(B)(6) 2009, the surgeon performed a right knee surgery arthroplasty on the pt and implanted a scorpio device. The scorpio insert allegedly fractured so that on (B)(6) 2011, a revision surgery occurred and the insert was replaced by another insert.

Manufacturer narrative:
The failure was not confirmed as no devices, pt info or medical records were provided at the time of the eval. Therefore a root cause cannot be determined for the reported scorpio insert fracture. A review of the device history records indicates that the reported devices were mfg and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.